Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v671773, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced slight pain near the tailbone and had a low grade temperature. There was no evidence of infection and there were mild lab abnormalities. The sacral pain was related to the lead. Rifampin and doxycycline were given prophylactically due to a history of infection. The event was reported to be ongoing. It was stated the CT scan showed mild degenerative disk disease in the mid-lower lumbar spine. Cycling was also turned on the patient¿s current program. The patient was advised to turn off the device for a few days to determine if the pain resolved. A CT scan was performed. Additional information received reported that the patient was given a lidoderm patch 5%. Additional information received reported that it was not as painful after reprogramming that occurred on (B)(6) 2013. Additional information received reported that stimulation was not as painful after reprogramming. Additional information received indicated programs 3 and 4 were added. Additional information reported the lead and stimulator were replaced.

Event description:
Additional information reported the event was resolved without sequelae.